Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the device, a sharp rise in ventricular impedance over the past month was noted on the right ventricular lead. Lead revision was discussed. The patient was stable.

Event description:
New information noted that the lead was explanted and replaced on (B)(6) 2019. No additional information was reported.

Event description:
New information noted that the patient was fine during and after the procedure.

Manufacturer narrative:
A partial lead was returned in two pieces. The connector portion measuring 11.1 cm and the middle portion measuring 4.0 cm. The reported event of high lead impedance was not confirmed. Analysis was normal. No anomalies were found.